Event description:
It was initially reported by neurosurgeon's nurse that vns pt's generator was replaced due to eos=yes. The explanted products were mailed to (B)(4) in error and cyberonics received the products on (B)(6) 2010. MFR later found via social security index search that pt had passed away on (B)(6) 2010. The product analysis of the generator duplicated eos allegation and determined to be the result of normal expected battery depletion. The pulse generator module performed according to functional specs. Review of programming history attached in pa showed that the last known programming settings were: ((B)(6) 2008) programming settings: normal - 2.2530/500/1.1, ((B)(6) 2008) system dx: ok/ok/ok/dcdc=1. The lead was also explanted and the pa's continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. Setscrew marks were seen on the connector pin, thus providing add'l evidence of proper contact between the setscrew and the lead pin. The connector pin had indentations at the end tip which most likely was caused during manipulation of the lead by the user. Abrasions were identified in the connector boot. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the lead coils. No obvious point of entrance was identified other than the cut end of the returned lead portions. Good faith attempts to the treating neurologist to obtain more info have been unsuccessful. Attempts to obtain death certificates have been unsuccessful as well.